Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted, and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pump rebooted without user intervention.